Event description:
It was reported that a pt received the first 200j shock but the device would not deliver the second 300j shock. The device operator reduced the energy level to 250j and was able to successfully deliver defibrillation energy. The device use had no adverse effects on the pt. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4): physio- control is anticipating the device return for evaluation and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.